Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent unspecified surgery. Post-op, patient had pain in his neck and couldn't move his head. X-ray image revealed that the screw was broken and part of the screw was struck in the bone. A revision was performed as the result of the event. The device slid out and was not held in properly.